Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The blood glucose was 274 mg/dl. The customer stated that they were able to clear the alarm and unable to complete the pump rewind. The customer stated that they got failed battery test alarm. The device will be returned for the analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test and self test. Failed battery test not confirmed. No unexpected pump error 54 or pump error 3 alarms noted during testing however, the formatted history file confirmed pump error 54 and pump error 3 alarms due to a software error. No unexpected pump error 53 alarms noted during testing and were not found in the formatted history file.